Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a protégé everflex for treatment of a lesion. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that during deployment of the stent, in the target vessel, the device fractured and the entire inner catheter detached and remained embolised in the patient¿s vessel. The patient is scheduled for surgery to remove the detached part of the catheter.

Manufacturer narrative:
Additional information: 20mm of a 27mm lesion in the patients right superficial femoral artery (sfa) of diameter 4mm was treated using a crossover procedure. No abnormalities or tortuosity is reported in relation to anatomy. Vessel calcification is reported as being very little, but vessel was initially fully occluded. The device was inspected prior to use and prepped as per IFU without issue. No issues noted with the thumbwheel lock-pin. A non-medtronic 018¿ wire and 6fr sheath were used. No distal embolization filter was used. Pre-dilation was performed using a non-medtronic device. The part of the stent delivery catheter was dislocated down to truncus tibio-fibularis from the initial place, which was proximal/mid sfa. Due to confusion with visibility the physician did extra manoeuvres with pta and tigris stent before realizing the whole inner catheter was left behind in the vessel. Two snares, one medtronic gooseneck and one non-medtronic 7fr were used in an unsuccessful attempt to remove the detached portion. A non-medtronic closure device was then used to close. No immediate symptoms related to the issue reported for the patient. The portion of the product has been explanted from the patient two days post initial procedure. There were no updates on the patient's status post completion of the surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protégé everflex self-expanding peripheral stent system was received for evaluation. Two broken segments of the inner distal assembly were received, and the stent delivery system was received disassembled. No ancillary devices from the procedure were received for evaluation. A bend was noted in the stainless steel hypotube that was received. The inner guidewire lumen grilamid spline was received loosely coiled but exhibiting two kinks. The kinks most likely happened post-procedure given how the device was packaged for return. The ends of the spline were examined and show tensile stretching. The distal deployment paddle remained attached to the manifold, and all components of the stent deployment system are accounted for. Image review: eight photographic images were received. The first image is of a non-medtronic introducer pouch label. Images two through eight are photographs of cine images. Image two is of a measurement of the targeted vessel that starts above the knee and terminates below the knee per cine image annotation the distance is 201.19mm. The everflex stent delivery system retainer is visible at the top of image and the distal tip is visible at the bottom of the image. The distal tip appears to be in the truncus tibio-fibularis area of the vessel. Image three is of guidewire in the patient¿s leg; two radiopaque markers are visible on the guidewire in the lower third of the image. The lower radiopaque marker appears to be the everflex stent delivery system stent retainer. The stent retainer appears to be distal of the deployed stent. The fourth image is of the guidewire crossing over the knee; what appears to be a radiopaque marker alongside the guidewire. The radiopaque marker above the knee appears to be the stent retainer and the radiopaque marker at the below the knee appears to be the stent delivery system distal tip. Neither the retainer or distal tip appears to be on a guidewire. The fifth image is like the fourth image, but contrast has been added to the vessel. The sixth image is of contrast below the knee with the stent delivery system distal tip visible near the center of the image. Image seven is of a snare in the vessel just above the knee but below the radiopaque marker band that is alongside the snare wire. Due to the quality and clarity of the image it is not possible to determine if the snare is around the stent delivery system distal inner assembly. The eighth image is of the patient¿s both legs above the knee showing the vessel anatomy prior to treatment. The targeted vessel in the patient¿s right leg show near total occlusion of the superficial femoral artery. If information is provided in the future, a supplemental report will be issued.